Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, it was found that the patient's implantable cardioverter defibrillator was found to have exhibited far-r over-sensing resulting in inappropriate automatic mode switch. Corrective programming changes were made to resolve the issue. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.